Event description:
Patient was having a cardiac catheterization for an acute ml. During the procedure a heparin bolus was given. The cardiologist noted thrombi building up around the cardiac wires while performing procedure. Act level returned as normal and should have read high after receiving the heparin. The IV site and connections were checked beneath the sterile drapes and it was found that the IV tubing had become disconnected from the IV extension tubing. Due to the patient not receiving any anticoagulants thrombi form within the cardiac artery, this resulted in a cardiac arrest. Resuscitation efforts were not successful and the patient died. A week later, another patient was having a procedure performed in the cardiac cath lab. After the procedure it was discovered the IV extension tubing had become disconnected from the hub of the IV catheter. This is new product to our facility. Upon querying the staff who have used this product, we found that it easily becomes disconnected from the IV tubing. Reference report mw5115697.